Event description:
The customer reported that he had been hospitalized with diabetic ketoacidosis (dka). No further information is available. Follow up attempts to obtain more information were unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for dka. No lot qualification records were reviewed, as the product lot number was not provided. See scanned page.